Event description:
Add'l info received from MFR on 11/19/99: this product is not mfg by classic medical, inc. Co has forwarded all correspondence to the MFR, and is informed they will respond directly.